Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received a questionable low ca2 calcium gen.2 result for one patient sample from the cobas 8000 c 702 module. The original result was 3.2 mg/dl and the repeat result was 7.6 mg/dl. The original result was not reported outside the laboratory. The repeat result matched the patient¿s result from a previous draw. There was no adverse event. The reagent lot number was 27022701 with an expiration date of 31-oct-2018. The field service representative could not find a specific cause. He noted several rinse nozzles were not moving up/down properly due to the tubing tension. He replaced the waste vacuum tubings, cleaned and checked all rinse nozzles, checked all sample and reagent probe adjustments, checked the gear pump pressure, checked all rinse stations, decontaminated the analyzer, and checked the optics. He verified all mechanisms were adjusted and working properly. The customer ran qc and all results were within specifications. Further investigation confirmed the service actions appeared to have resolved the issue.